Event description:
It was reported that there was a detachment of the device. A comet ii was selected for the treatment of a target lesion in the circumflex coronary artery of a patient who had previously been treated with a stent. After the wire was shaped and manipulated in the usual manner, advancement was attempted; however, the wire could not be advanced distal to the previously implanted stent due to a stenosis. This required more prolonged rotation of the wire than would typically be expected. During withdrawal of the wire from the previously implanted stent, the radiopaque tip separated and remained within the coronary artery. The detached tip was subsequently retrieved in two pieces through a secondary access site using a lasso-snare technique. No major complications were reported.